Manufacturer narrative:
This event occurred in (B)(6).

Event description:
On 21-oct-2020 at approximately 6:15 p.m. The initial reporter noticed an abnormal signal alarm on the cobas e801 module. The customer repeated approximately 80 patient samples that had been run on the module since 4:00 p.m. And identified discrepant results for 51 patient samples. The samples were repeated on a different e801 module. The assays affected were elecsys anti-tshr (anti-tshr), elecsys total psa (total psa), elecsys ferritin (ferritin), elecsys probnp ii (probnp ii), elecsys folate iii (folate iii), elecsys ft3 iii (ft3 iii), elecsys tsh (tsh), elecsys anti-tpo (anti-tpo), elecsys estradiol iii (estradiol iii) and elecsys shbg (shbg). The following are examples of the types of results received for 5 patient samples: sample ID (B)(6) initial tsh result was 0.256 (unit of measure not provided). The repeat result was 4.88. Sample ID (B)(6) initial ft3 iii result was 36.5 (unit of measure not provided). The repeat result was 5.42. Sample ID (B)(6) initial ferritin result was 13.5 (unit of measure not provided). The repeat result was 339. The initial total psa result was 0.0203 (unit of measure not provided). The repeat result was 0.969. Sample ID (B)(6) initial shbg result was 6.59 (unit of measure not provided). The repeat result was 78.1. The initial tsh result was 0.176. The repeat result was 3.68. Sample ID (B)(6) initial anti-tshr result was >40 (unit of measure not provided). The repeat result was 5.81. The ft3 iii initial result was 31.8. The repeat result was 3.81. The anti-tshr reagent lot number was 438260. The total psa reagent lot number was 444619. The ferritin reagent lot number was 462033. The probnp ii reagent lot number was 466300. The folate iii reagent lot number was 451598. The ft3 iii reagent lot number was 476059. The tsh reagent lot number was 440704. The anti-tpo reagent lot number was 482539. The estradiol iii reagent lot number was 478195. The shbg reagent lot number was 459372. No reagent expiration dates were provided.

Manufacturer narrative:
The field service engineer (fse) replaced the pinch valves and no further alarms or questionable results occurred. The pinch valves from the customer site were investigated further and no issues were identified. A high number of sample clot alarms were observed on the alarm trace data from the customer. Two clot alarms occurred 25 minutes prior to the abnormal signal alarm. The high number of sample clot alarms suggest an issue with poor sample quality. The investigation determined the event was consistent with a pre-analytical handling issue which caused the abnormal signal alarm and the discrepant results.